Event description:
Pt receiving infusion for pain management. Via epidural catheter with connection to infusion pump. Pump did not infuse solution, only 10cc of pain med infused. Pt did not receive pain med as ordered for 5 days. Pump changed after visit with physician. No tests or labs performed. Pt did not experience adverse reactions to situation.